Event description:
It was reported that during the analysis was checked that the sensor cables was damaged, causing a short circuit. No additional information available and no patient injuries reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, but visual inspection and functional testing were performed in a service center. There was a relationship found between the subject device and the reported incident. A service assessment of the unit revealed the cable needed replacement. This confirmed the complaint and the root cause has been associated with a component failure. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.